Event description:
It was reported that this right atrial (ra) lead exhibited signals following the atrial pace that could be either far field oversensing or loss of capture (loc). A chest x-ray was recommended. No adverse patient effects were reported. At this time, this device system remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).